Manufacturer narrative:
At the initial assessment of this complaint, it was determined that this was not a reportable event as the drill sleeve guide used is not an ad-tech part. However, during the 2022 FDA inspection, it was suggested ad-tech re-evaluate the reportability for this complaint. FDA advised ad-tech that all complaints involving "drill bit seized", regardless of the drill sleeve guide used, should be reported. Therefore, MDR 2183456-2022-00003 has been filed past the 30-day timeframe. As documented within the complaint, there was no impact to the patient as a result of this issue. Per our risk assessment, the risk remains alap (as low as possible) and matches that of the risk file. No updates to the risk file are needed at this time. The rosa drill guide and ad-tech drill bit were not returned to ad-tech, therefore, no further evaluation could be performed. Based on the information above, the cause was deemed inconclusive and no further corrective actions were assigned. This complaint was closed and the trend code is being monitored for future occurrence.

Event description:
During an seeg depth case using a rosa guide, the drill bit fused with the guide while drilling. The guide and drill bit were able to be separated and the case proceeded as planned with no impact to the patient.